Event description:
It was reported to philips that the system would not bootup. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the host pc was not powering up, preventing the system from being turned on. The customer has to start the host pc manually to complete the system boot up process. The system logfiles were checked. Onsite troubleshooting by the philips field service engineer (fse) found an issue with the host pc, which was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the host pc and identified power failure on with the psu switch. Following the replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.